Event description:
Boston scientific crm received info that this atrial lead dislodged and could not be reimplanted. A new atrial lead was attempted and successfully implanted. No adverse pt effects were reported.